Event description:
The cna was trying to assist the pt to the sitting position while the lift bath trolley was operating in the forward position. By assisting the pt shifted her weight to the right and the trolley tipped over on to the floor. Pt suffered a bruised wrist.